Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, a scrub nurse changed the electrode and did not fully insert the new electrode into the pencil. This resulted in exposure of a small portion of the metal post. The surgeon activated the device and the pt received an alternate site burn on the lip from the exposed portion of the post. Due to confidentiality protocol, the hospital is not releasing any additional details.